Event description:
It was reported to boston scientific via an article published in therapeutics and clinical risk management that a retrospective single-center study conducted at the affiliated hospital 2 of nantong university in china evaluated the safety and efficacy of low-power versus high-power holmium laser enucleation of the prostate (holep) in patients with benign prostatic hyperplasia (bph) receiving continuous antiplatelet therapy. The study reviewed procedures performed between march 2019 and march 2022 and included 210 patients with medium-sized prostates. The procedures utilized a 120 w versapulse powersuite holmium:yag laser system and a 550 slimline laser fiber manufactured by lumenis ltd. Reported postoperative complications included urinary retention, stress urinary incontinence (sui), bladder spasm, capsular perforation, urinary tract infection, blood transfusion, urethral stricture, and hematuria. The study concluded that low-power holep reduced enucleation and morcellation times, bladder irrigation duration, postoperative catheterization duration, hospital stay, and hemoglobin drop compared to high-power holep, while remaining feasible in patients receiving continuous antiplatelet therapy.

Manufacturer narrative:
Gu, z. B., qiu, l., zhu, h., lu, m., and chen, j. G. (2024). Thromboelastography in long-term antiplatelet therapy for patients diagnosed with benign prostate hyperplasia undergoing holmium laser enucleation of the prostate: a retrospective study. Therapeutics and clinical risk management, 20, 633-639. Https://doi.org/10.2147/tcrm.s472153. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.